Manufacturer narrative:
Exemption number e2016032. (B)(4).). Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description and returned device. Only the blue sheath was returned. The shaft was found cut approx. 10mm from the handle/valve and a 4mm penetration was noted 1½ from the handle. The filter was not returned and the reason for it to stick in the sheath cannot be determined, nor can the reason for the penetration, since the filter is supposed to be covered by the protection sheath, when advanced through the sheath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog # igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: right jugular vein access with micropuncture. 035 wire was inserted and the micropuncture was pulled out 7.0 fr short sheath inserted over wire. Dilator of sheath removed and 40 cm kumpe inserted over the wire. Power injection done through kumpe catheter. Catheter and sheath removed. Dilator and sheath of complaint device were flushed, the dilator was inserted into the sheath and the dilator sheath inserted over the wire. Dilator removed. Gunther tulip inserted into the sheath valve and it appeared to get stuck just past the valve. The physician removed the filter catheter and blood was leaking below the hub of the sheath. There was no significant blood loss. In order to remove the sheath safely, the physician cut the valve from the sheath and then removed the remaining sheath. Another of the same device was used to complete the procedure.